Event description:
Surgeon implanted a 3-piece silicone lens and it tore in the cartridge upon insertion. The lens was implanted and removed without patient injury. An aq cartridge, lot number 1194786, was used during surgery. The model and lot numbers of the injector were not specified by the facility.